Event description:
Per customer complaints: right before he went to even boil it the guards are already detached. The drug store informed him that was the only one that they had. Number 771058062578, lot: 013399. Per customer complaints requested replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.